Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead shock impedance measurement increased to greater than 125 ohms in distal coil to can configuration. Additional information was sought from the local area sales representative, however at this time additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.